Manufacturer narrative:
The customer will be provided with a replacement device. Stryker product analysis center (pac) confirmed the reported issue and also observed that the device would not turn on when the lid is opened. The root cause of the reported issue was determined to be due to the reed switch, sw5. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device was not powering one when the lid was opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient use associated with the reported event.